Event description:
It was reported the system displayed only a black image from the monitors and therefore was unusable. This was attributed to a broken wire in the interconnect cable.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.